Event description:
It was reported a patient's right ventricular (rv) lead presented with loss of capture due to dislodgement from twiddlers syndrome, confirmed via x-ray. The lead was explanted in a procedure on (B)(6) 2023. Post-procedure the patient was stable.